Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported ventricular tachycardia and patient outcome cannot be conclusively determined. Additionally, the report of low flow alarms could not be confirmed because there was no log file available for review. A specific cause for the reported alarms could not conclusively be determined through this evaluation. It was reported that the patient was having extreme anxiety from constant low flow alarms. Rpm echos were performed to find a good speed. The patient speed was set to 4900 rpm with flow around 2.3 lpm. The patient was stable with the flows under 2.5 lpm. The low flow alarms were persistent despite inotropes post implant, rpm echo, and medication adjustment. The patient had persistent low flows with a small left ventricular cavity and suction events. The patient expired on (B)(6) 2019 due to ventricular tachycardia/cardiac arrest. It was reported that no autopsy was performed and the device will not be returned for evaluation. The hm3 lvas IFU lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having extreme anxiety from persistent low flow alarms. Echocardiograms (echos) had been done to find a good speed for the patient. The patient was stable. The healthcare provider understood how to set the 4 hour extended alarm silence, and if low flows continued over the next few days they would look into controller software 2.0 with an alarm threshold under 2.0. Additional information was later received that the patient died on (B)(6) 2019 of ventricular tachycardia (vt)/cardiac arrest. No autopsy was performed and the pump would not be explanted. The outcome was reportedly related to the device.